Manufacturer narrative:
(B)(4). Concomitant medical products: biomet cc cruciate tray cat#: 141235, lot#j3349091. Biomet series standard patella cat#: 184768, lot#: 343360. Vanguard tibial bearing anterior stabilized cat#: 189104, lot#: 958810. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10063, 0001825034-2017-10064, 0001825034-2017-10066.

Event description:
It was reported that five months after initial right knee procedure patient underwent revision due to unknown reason.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to unknown reasons two months post implantation.